Manufacturer narrative:
Per the tandem user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Reportedly the pump was submerged under water for longer than 30 minuets and was no longer responsive. Customers blood glucose level was 130 mg/dl. The customer used manual injections for insulin therapy and a replacement pump was sent.